Event description:
Olympus was informed that during laparoscopic left hepatectomy, an error message was displayed indicating "metal on jaw." The user further reported that when the error message appeared they could not see the probe, as it was covered with tissue. The user then withdrew the hand instrument and used a second hand instrument, but the same error message appeared on the display. The procedure was completed using a different generator (valley lab force generator with a non-olympus hand instrument). There was no patient injury reported.

Manufacturer narrative:
Olympus received the thunderbeat hand instrument for evaluation. The evaluation confirmed that the device displayed a short circuit error when the grasping section was closed. There were no cracks or scratches on the probe. However, there was a scrape mark on the h-electrode (metal on the jaw). The teflon pad at the distal end of the grasping section was worn. There were no abnormalities noted when the probe check was performed. The teflon damage could occur if the seal and cut output was continuously activated without any tissue in the grasping section.